Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead had triggered a lead integrity alert (lia) for oversensing with sensing integrity counter (sic) and lead impedance variation. The rv lead had high capture thresholds, r-wave sensing had decreased, and there is far-field sensing of atrial events. The lead was scheduled to be revised and reposition. The lead remains in use. No patient complications have been reported as a result of this event.